Manufacturer narrative:
The reported events of no capture, sensing problem, and high lead impedance were not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination did not find any anomalies in either pieces. Electrical testing did not find any indication of conductor fractures or internal shorts in either pieces.

Event description:
It was reported that the patient presented for an implant of the right atrial lead. During the procedure, it was noted that the lead exhibited failure to capture, poor sensing, and high pacing impedance. A replacement lead was used to complete the procedure. The patient was in stable condition.